Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit alarmed a system failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1 (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the routine check and replaced the solenoid driver to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The routine check was completed and the iabp was then released and cleared for clinical service.